Event description:
The customer reported to vyaire medical a power issue with ltv 1200 ventilator while moving a patient. There was a power loss. They tried to troubleshoot but the unit seems to be not getting power from the power supply. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.